Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: a manufacturing investigation was performed for the subject device (pfna blade perf l100 tan, part number 04.027.035s, lot number 9580793). The returned pfna blade is in an excellent condition, there are no signs of use visible. A function test was performed and it was possible to attach the blade onto an impactor (356.823/2156675) as required. After the blade was attached to the impactor the tip did rotate freely, we were not able to reproduce the complained malfunction. As previously reported, the manufacturing documents were reviewed and no complaint related issues were found. This blade was manufactured in july 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This happened before the surgery; there was no patient involvement. Additional product code: hwc. UDI: (B)(4). Implant and explant dates: device was not implanted/explanted. Initial reporter phone number: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: 24july2015. Expiry date: 01july2025. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the proximal femoral nail anti-rotation (pfna) blade is fully blocked; no coupling to the impactor is possible. This happened before the surgery; there was no patient involvement. This is report 1 of 1 for (B)(4).